Event description:
"It was reported that during a femoral nail case, a piece of metal broke off of the targeting jig. No stryker rep was present for the case, rep was notified days after the case. The hospital decided to go with external fixation instead of continuing the nail case."

Manufacturer narrative:
Correction: please refer to sections h3 and h6 (method code), the device has been discarded. The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence was provided. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. The instructions for use instructs user that: ¿do not hit instruments unless they are specifically intended for impaction. Always treat the instrument carefully to avoid surface damage or alterations to the geometry. The design of the instrument must not be modified in any way. The stryker "instructions for cleaning, sterilization, inspection and maintenance" help to determine whether an instrument is in good condition or must be replaced due to excessive wear or obvious defects. During the procedure, repeatedly check that the connections between the instruments or between implants and instruments required for the precise positioning and fixing are secure.¿ more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed. H3 other text: device discarded.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
"It was reported that during a femoral nail case, a piece of metal broke off of the targeting jig. No stryker rep was present for the case, rep was notified days after the case. The hospital decided to go with external fixation instead of continuing the nail case."